Event description:
A pcs29 was fired during a resection of sigmoid and the firing sequence was initiated. The surgeon saw malformed staples and the anastamosis was insufficient. A new anastamosis was created and the patient is doing well.

Manufacturer narrative:
The pcs29 was not returned for evaluation, so no functionally testing could be performed. The memory card was returned and evaluated and there were no error messages, as the firing was complete. The cause of the event is unknown. Evaluation summary: product was discarded at the hospital.